Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open hemicolectomy procedure at the resection of the colon, there was a bleeding from the anastomosis line immediately after the anastomosis and endoscopic examination showed bleeding in the first 24 hours after the procedure. As a result of the event, the patient experienced blood loss of 500cc or more and required blood transfusion, extended the hospital stay and the staple line was secured by suturing.